Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. A siemens customer service engineer was dispatched to the customer's site and performed the following: rebuilt sample 3 pump panel (s3), primed fluids, aligned reagent 5 and s3 probes, ran quick check, quality controls and service methods, resulting acceptably. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.